Manufacturer narrative:
On 26 july 2016 it was prepared a final report with the information already reported in the initial report. On the same day it was sent to the initial reporter and the case was closed.

Manufacturer narrative:
Additional information received from the initial reporter on 09may2016 and includes: the surgery was completed successfully. Explants are not available. On 13 may 2016 the medical affairs director performed a clinical evaluation and commented as follows: stem loosening in cementless tha less than 1 year after primary. From the radiograph, the stem looks undersized, but only one projection is available: it is possible that, due to a peculiar femoral morphology, it was well stabilized on the invisible plane. There is no reason to suspect that the failure was due to a defective implant. The root cause cannot be determined with certainty, but it looks like undersizing may have played a role. Batch review performed on 30 may 2016. Lot 150848: (B)(4) items manufactured and released on 15 june 2015. Expiration date: 2020-05-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient was complaining of hip pain. The surgeon determined the patient was having stem loosening and planned a revision. X-ray are available.